Event description:
It was reported that the patient underwent a transforaminal interbody fusion at l4-5. It was reported that the surgeon was removing a crosslink to implant a low profile crosslink. During the removal of the crosslink, the tip of the driver broke off. The surgery was completed successfully, no patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Location : hospital. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Visual review confirms driver tip is broken off, and remains in the set screw. Microscopic examination of the fracture surface revealed a quasi-brittle fracture surface with river lines. The angulation of the fracture surface of approximately ~40 degrees, in conjunction with the age of the product (+7 years) suggests torsional fatigue of a brittle material. The above observations are consistent with torsional fatigue.